Event description:
The patient underwent an ablation procedure utilizing the vascade mvp device. The physician reported that the after retracting the vascade a portion of the collagen was noted to be exposed at the access site. The collagen was pushed in by forceps and light pressure was applied with gauze. On (B)(6) 2026, after being discharged, swelling was noted where the vascade was applied. On (B)(6) 2026 the patient visited the hospital with redness and swelling at the access site and the physician suspected a local infection. The area was incised and pressure was applied to squeezing out the pus, which expelled the collagen along with the pus. Oral antibiotics were administered and the condition has since improved.

Manufacturer narrative:
The vascade mvp will not be returned for evaluation. There is no evidence of a device malfunction. The exact cause of the reported event cannot be determined; however, the anatomy of the patient cannot be ruled out as a contributory factor. Infection is a known, possible risk with an incision which is disclosed in the product IFU. The instruction manual for the vascade mvp states "warning do not release the collagen patch if any part of the white marker stripe is showing (e.g. Tissue tract is too short), as this may increase the risk of infection if the collagen protrudes from the skin."